Event description:
Procedure: gastric bypass.according to the reporter:customer informs when performing the jejunum-jejunal anastomosis and going to fire the sulu using an idrive handle, the tissue got trapped between the cartridge and the plate that keeps the distance between the anvil and the cartridge. As they saw that the trapped tissue was being moved forward with risk of being torn, they avoided it by stopping the firing and releasing the trapped tissue. Less than 30 min, no tissue damage or loss. No adverse event reported due to the problem. No reinforcement material was used.

Manufacturer narrative:
(B)(4).